Event description:
The device was returned by the customer requesting inspection of faulty jacob chuck attachment and drilling wire attachment of the colibri drilling machine. This is report 1 of 1 for complaint#(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, functional testing was performed and revealed that the coupling power supply was loose. This was attributed to normal wear. The device was repaired and returned to customer on (B)(4) 2013. (B)(6). Placeholder.